Event description:
It was reported that prior to the first treatment session for a breast brachytherapy procedure, the multi lumen balloon catheter had a leak in lumen 5 and prior to treatment, fraction four. Three of the remaining four lumens had a variance in the length measurement. The length measurement on lumen 4 increased approximately 5 or 6 mm; lumen 1 increased approximately 4 mm and another lumen increased approx 2 or 3 mm. The treatment plan was revised and the procedure was continued. There was no pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are being reviewed. The device has been returned and the investigation is currently underway.